Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the only one suture was came out from the device after the surgeon advanced the black button to deploy the first anchor. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.